Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the antibacterial absorbable envelope was implanted after the use-before-date. The envelope remains implanted. No patient complications have been reported as a result of this event.